Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-may-2021: quality-safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('pain with periods') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant after essure procedure" in 2008. The patient's medical history included anaemia, pap smear abnormal, cholecystectomy, hernia repair, tonsillectomy, d & c, multigravida, parity 3 and menorrhagia. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient was found to have a pregnancy with contraceptive device ("pregnant after essure procedure"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse"), genital haemorrhage ("heavy bleeding") and menstruation irregular ("irregular periods"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). At the time of the report, the dysmenorrhoea, pregnancy with contraceptive device, dyspareunia, genital haemorrhage and menstruation irregular outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: discrepancy noted in explant date; as per the latest followup date of removal is (B)(6) 2011. (B)(6) 2011: procedures performed: laparoscopic-assisted vaginal hysterectomy repair of umbilical hernia. Findings: normal tubes and ovaries. Normal-appearing uterus. Indications: patient with heavy bleeding, irregular periods, and pain with periods and intercourse. Her symptoms have been getting worse for the past couple years. She is admitted for lavh and repair of her umbilical hernia. Risks, benefits, and alternatives have been discussed with the patient. In pathology report "bilateral fallopian tube segments, left with luminal metallic coil" no information is provided about right essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: diagnosis a. Uterus and cervix, hysterectomy: serosa vith rare implants suggesting endometriosis cervix, no pathologic diagnosis proliferative phase endoiietrium mild adenomyosis bilateral fallopian tube segments, left with luminal metallic coil. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, genital haemorrhage and menstruation irregular quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('pain with periods') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant after essure procedure" in 2008. The patient's medical history included anaemia, pap smear abnormal, cholecystectomy, hernia repair, tonsillectomy, d & c, multigravida, parity 3 and menorrhagia. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient was found to have a pregnancy with contraceptive device ("pregnant after essure procedure"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse"), genital haemorrhage ("heavy bleeding") and menstruation irregular ("irregular periods"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). At the time of the report, the dysmenorrhoea, pregnancy with contraceptive device, dyspareunia, genital haemorrhage and menstruation irregular outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: discrepancy noted in explant date; as per the latest followup date of removal is (B)(6) 2011. (B)(6) 2011: procedures performed: laparoscopic-assisted; vaginal hysterectomy; repair of umbilical hernia. Findings: normal tubes and ovaries. Normal-appearing uterus. Indications: patient with heavy bleeding, irregular periods, and pain with periods and intercourse. Her symptoms have been getting worse for the past couple years. She is admitted for lavh and repair of her umbilical hernia. Risks, benefits, and alternatives have been discussed with the patient. In pathology report "bilateral fallopian tube segments, left with luminal metallic coil" no information is provided about right essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: diagnosis: uterus and cervix, hysterectomy: serosa vith rare implants suggesting endometriosis; cervix, no pathologic diagnosis; proliferative phase endoiietrium; mild adenomyosis; bilateral fallopian tube segments, left with luminal metallic coil. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, genital haemorrhage and menstruation irregular. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2021: reported information, pregnancy details, medical history added. Event medical device removal updated to event dysmenorrhoea. New event added: dyspareunia, genital haemorrhage, pregnancy with contraceptive device, device ineffective and menstruation irregular. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.